Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during rinseback mode of a routine hemodialysis treatment. Efforts to troubleshoot the alarm and remove the air were unsuccessful. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The venous air alarm is most likely due to air entering the circuit while connecting for rinseback. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for making rinseback connections and troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.